Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound, MRI and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Coninued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of deformation, rupture and pain requested on oct 21, 2024, it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ deformation: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound, MRI and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.